Event description:
Patient called to report pump (sn (B)(4)) will beep at random times. Patient has attempted to stop/restart and use set up new cartridge and pump will still beep. Sent patient new pump. No other information available. Dose or amount: 62 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2011 to present. Diagnosis or reason for use: pah.